Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks due to suspected atrial arrhythmia with rapid ventricular response on several occasions. The patient had experienced recent changes in medication. This ICD remains in service. No additional adverse patient effects were reported.